Event description:
Additional information was received from the manufacturer representative on (B)(6) 2017 reporting that the reported jolting occurred while the machine was on and when it was off. Impedance was checked as a troubleshooting step. The manufacturer representative also turned off the device but the patient still reported jolting. The original program had an active electrode on the one with impedance and the patient was reprogrammed to get coverage. No further actions were planned to resolve the out of range impedance. The manufacturer representative could not recall which electrode was out of range. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2017 reporting that the patient¿s weight was unknown. The jolting was not resolved. Even with reprogramming around the electrode with out of range impedance and with turning off the unit, the patient was experiencing the jolting. No further complications were reported.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy. It was reported that impedance on one electrode was out of range. It was not able to be clarified which electrode had the out of range impedance but the caller indicated that they removed all from programming. The patient got jolting the spine up into their cervical area. The lead and ins were noted to be lumbar. The caller was still troubleshooting with the patient and wanted to know if the implantable neurostimulator (ins) was causing these issues when it was off and was going to try to speak with the patient¿s managing health care professional (hcp). It was noted that the jolting sensation was when the ins was off. It was unclear if the jolting occurred when the ins was on as well as when it was off. This had been happening for a few months (2017).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.